Manufacturer narrative:
Additional information: b5, g3

Event description:
Additional information received on 12/16/2024: the two protruding screws are in the third and fourth metacarpals. A revision surgery has been scheduled for (B)(6)2025.

Manufacturer narrative:
Additional information: b5, d4, g3, g4.

Event description:
Additional information received on 11/18/2024: the patient underwent initial right-hand surgery on (B)(6) 2024 due to a motor vehicle accident. During the procedure, an ar-8740bv-44 beveled ft screw, an ar-8740bv-50 beveled ft screw, an ar-8735bv-38 beveled ft screw, and an ar-8725-38h micro compression ft screw were implanted. The patient did not suffer any fall, injury, or trauma to the hand that could have caused the screws to protrude. As of (B)(6) 2024, the screws remain implanted, and a revision surgery has not occurred. At this time, it is unknown which screws are protruding.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on photographic evidence provided of x-rays from the field. Therefore, arthrex was able to conclude a most likely cause. The most likely cause is a patient-specific event.

Event description:
On 10/29/2024, it was reported by a facility representative that a patient who was part of the clinical research study returned for a three month's visit, in which it was found that out of the three screws implanted, two were protruding into the mcp joint space. It was determined that removing the screw was the next step. No further information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.